Event description:
Technician alleged brakes would lock and hold, but if bed was pushed from side, brakes would swivel.

Manufacturer narrative:
Technician replaced foot brakes to resolve. No injuries reported.